Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date of the cuff and balloon were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery. It was said that the patient experienced pain and discomfort with the pump, since it was adhered to the testicle. The pump was removed and replaced with a new one. No patient complications were reported.